Event description:
Patient was revised to address tibial loosening and subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributed to the event. The investigation could not verify or draw any conclusions about reported device loosening/subsidence. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.